Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the manufacturing site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results additional information: d9.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the manufacturing site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.